Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is my8060. The 510k number provided in section g5 is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. Report suggests not in use on a patient. The leakage of the drug occurred during drug preparation, causing a spreading of chemotherapy on the operator's gloves. No clinical implications reported.